Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the thread was detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In quantity to be returned indicates 5 quantity to be returned however in photos related to w8707 devices there are 6 packages, could you please clarify what was the correct quantity? It mention that patient has consequence, however it mention "patient is okay as per information received," could you please provide more information and confirm if the patient has any signs or consequences due to the issue? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported: 2210968-2023-00260, 2210968-2023-00263, 2210968-2023-00262, 2210968-2023-00264.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it mention that patient has consequence, however it mention "patient is okay as per information received," could you please provide more information and confirm if the patient has any signs or consequences due to the issue?: patient is okay and no adverse consequences reported as per information received from ot team. Device return status? : available for return. Events reported: 2210968-2023-00260, 2210968-2023-00261, 2210968-2023-00263, 2210968-2023-00262, 2210968-2023-00264, and 2210968-2023-00303.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/1/2023. H6 component code: c22 - photo analysis. H6 component code: g07002 no device returned. H3 investigational summary ¿ photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows three empty winding formers with product code w8707 lot number sebjaq. A second photo shows six needles with different codes detached from the suture on a gauze. Unfortunately the photo does not provide enough evidence to determine the root cause. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported: 2210968-2023-00260, 2210968-2023-00261, 2210968-2023-00263, 2210968-2023-00262, 2210968-2023-00264, 2210968-2023-00303.